Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning process, and the legal manufacturer's investigation. E1 was also updated. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the device in the detergent solution. However, the customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the nozzle could not be specified. Suggested event can be inspected and prevented by following below IFU: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had physical defects of the bending section and insertion tube and unusual shapes. The event was found during preparation of use and during procedure. The diagnostic procedure was completed. The device was returned for evaluation. During the device evaluation, the foreign object was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, due to wear of angle wire, bending angle in up direction and the play of upward/downward angulation control knob does not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Deformation due to physical stress was seen as a scratch on many components. Adhesive on bending section cover has a chip and bending tube was deformed. Connecting tube has a dent and a wrinkle. Discoloration was seen on connecting tube and dent on suction connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.